Event description:
A caller reported an issue with incorrect time settings on their pump. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.